Event description:
Nurse at the hospital, reported that "the nail fractured at the level of the lag screw after 2 months of implantation.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.